Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency room after becoming syncopal due to loss of capture and high pacing impedance on the right ventricular lead. An explant was attempted but unsuccessful. The patient was stable.

Manufacturer narrative:
Correction: b5 wording fix.

Event description:
It was reported that the patient presented in the emergency room post fall after a syncopal episode. Upon interrogation it was noted that the right ventricular lead exhibited loss of capture and high impedance. On (B)(6) 2021, a competitor system was implanted, but the patient's old system was left in the body, inactive. The patient was stable.